Event description:
It was reported to boston scientific corp. In 2009, that a rx pre-curved ercp cannula was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the rx cannula was used prior to pancreatic stent placement. A guidewire was advanced through the cannula at which time the cannula was removed over the guidewire and successfully placed. Following stent placement, the physician noticed something on fluoroscopy that looked like an object floating in the pancreatic duct. After noticing the object, he inspected that devices that were used during the procedure, and believed that the radiopaque tip of the cannula had somehow dislodged from the cannula. The physician did not attempt to retrieve the tip, and the case was stopped due to the length of time the patient had been under sedation. Further follow-up revealed, the stent has since been removed, however, the physician was unable to retrieve the radiopaque tip. The patient will be monitored. The physician is considering referring the patient to another facility for removal of the radiopaque tip. Should additional details become available regarding additional retrieval attempts, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.